Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they have been having a lot of trouble running back and forth to the bathroom and they want to make sure they have it on correctly. Reviewed interstim therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and sent email with interstim information. Redirected to their doctor. When asked the date for running back and forth the patient said they went in for an MRI and went back and reset it because the smart programmer showed the communicator or handset battery was low so they plugged it back in after that and it just seemed to be not working as well. During the call patient was successful to synch with their implant and confirmed stim was on (p6 at 4.4) and was successful to adjust stim confirming comfortable sensation (p3, 2.1). Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.